Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established. The patient remains ongoing on (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists localized infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook rev. D, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the infection resolved on (B)(6) 2021.

Event description:
On (B)(6) 2021 at a clinic visit the driveline exit site was noted to be red.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room with signs of fatigue, generalized weakness and malaise. He was noted to be febrile in the emergency room. Blood cultures and urinalysis were taken. Blood cultures were positive for bacteria. Subject was negative for coronavirus and pneumonia. He noted that he had a driveline tug. The driveline appeared indurated but not infectious and no drainage was noted. The patients urinalysis was negative and intravenous antibiotics were started. He was found to be (B)(6) for methicillin-resistant staphylococcus aureus (mrsa). The patients cultures were (B)(6) as of (B)(6) 2021. A probable infection site at the sternal wound was noted on (B)(6) 2021 and wound was surgically debrided. The patient was put on a 6 weeks antibiotics and a wound vacuum assisted closure was placed. The patient was ongoing and in stable condition.